Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric sleeve gastrectomy, the seal tone was heard however there was still bleeding. There was no regrasp alert, but end tone was heard. The bleeding was stopped when they used another device which worked fine with the same generator. There was no reopened seal sites and the patient did not received any blood transfusion. There was no patient injury.